Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was positive dysphotopsia and green light streak nasally upon slit lamp examination. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Additional information provided in d.1., d.4., h.3., h.4., h.6. And h.10. The product was not returned. A phot was provided. The photo was reviewed by global medical safety: the photo shows an iol illuminated by a medium optic section oriented at an angle. The pupil is moderately dilated. In the center of the photo a green triangle-shaped streak of light (of unknown provenance) appears to be emanating from the iol plane in the opposite direction of the light source. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint. No determination could be made from the photo as to the provenance of the green triangle-shaped streak of light. The manufacturer internal reference number is: (B)(4).